Manufacturer narrative:
Concomitant medical product: model: d314drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high / undefined pacing impedance. The lead was extracted and replaced. No patient complications have been reported as a result of this event.